Event description:
Patient was implanted with femoral nail construct on (B)(6) 2011 at another unknown facility for a femur fracture. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Patient's femur fracture healed. Patient complained of painful retained hardware. Surgeon removed all hardware and the patient was not implanted with any additional hardware. This is the second report of 4 for the same event.

Manufacturer narrative:
Account provided patient's weight. Reported patient's weight is (B)(6).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.